Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative replaced the lcd touch screen; after replacement, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The hardware investigation found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, during a catheter-based procedure, the surgeon monitor was flickering. There was no impact on patient outcome.